Event description:
User experienced a leak from the analyzer which extended approximately 6-8 inches in front of the instrument onto the floor. No operators were harmed. No pt samples were involved. The field service representative determined the pinch valve tubing was damaged. He replaced the tubing and the sipper syringe mechanism. Performance tests were performed.